Event description:
An x-ray on (B) (6) 2009 showed that the "catheter was dropped out". A catheter replacement was planned. The device was used to deliver gabalon.

Manufacturer narrative:
(B) (4): catheter.